Event description:
Technician alleged that the nurse call is not working correctly when normal call is placed from the bed rail. The master station response is not heard in the expected location. No injury alleged by account.

Manufacturer narrative:
Technician found loose pins in the communication cable connector. Technician installed a cable saver and repaired the pins to resolve the issue.